Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin (10u) was delivered and a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and flattened. It is unknown how or when this damage occurred. No timeouts or drive stalls were seen in the download data that would indicate resistance during insulin delivery. During the investigation, fluid was able to freely pass through the soft cannula.